Event description:
Patient seeking legal action.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient seeking legal action. Doi: (B)(6) 2008 - dor: none reported (right side). Patient is a resident of (B)(6). Update 12/18/2012 - litigation received 11/26/2012 and attached. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. Update 1 dec 2014 - der rcvd. Updated dor, surgeon and sales rep information, patient height, weight and activity level, added sleeve and unknown stem that remained in situ. Added cup loosening as reason for revision. Der states 'pt had right hip asr on summit stem on (B)(6) 2008 by (B)(6). He has had ongoing pain with activity. He returned to the or on (B)(6) 2014 when dr (B)(6) removed the 3 asr components and replaced with gripton cup, w/poly on ceramic. Stem stayed in place, metal black spots on trunnion. Gay gunk in head cavity. Cup had no ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.